Event description:
Implant not integrated. Head would not disengage from carrier during surgery. Not current tool used.

Manufacturer narrative:
Severity: minimal. Frequency: less than 2% of all implants manufactured.